Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corners, a scratched case, a cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer has tried to change the insulin in his insulin pump, but when rewinding and attempting to prime the insulin pump, the insulin just squirts out. The customer's blood glucose was 211 mg/dl. Troubleshooting was done. The customer stated that the drive support cap was protruded. Explained that the force sensor did not detect the reservoir during the seating process. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.